Manufacturer narrative:
The samples were sera centrifuged for 10 minutes at 3000 g. The samples were aspirated from the primary tubes for analysis and the appearance was clear. A system check was performed on (B)(6) 2010 and the results met the specifications. There was no error or flag associated with the erroneous result. Due to severe flooding in this area, the customer performed a precision run and high sensitivity system check with a bci field service engineer's direction. All verification test results met the specifications. No clear root cause for this event could be determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an elevated troponin (accutni) result above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for one patient sample. The result was reported out of the laboratory and questioned. Repeat tests on the same and on subsequent sample produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in connection with this event.